Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that erroneous results were obtained on multiple patient samples on the dimension vista 1500 instrument. Quality control (qc) was in range on the day of event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse found build up on the integrated multisensor technology (imt) probe, reviewed quick check data, performed total service visit, replaced and auto aligned imt probe, cleaned drains, primed water and cleaner, verified water stream from probes, replaced peristaltic tube, auto aligned the imt, and performed quick check, which passed. Then, the cse performed database maintenance, ran service method test (smt) and bottom of cuvette correction (bocc) for reagent probe 2 (r2) and reagent probe 3 (r3), ran system check, replaced and auto aligned reagent probe 1 (r1) and reagent probe 5 (r5), and verified the smt values for r1, r2, r3, and r5, which recovered acceptably. Next, the cse replaced the sample probe 2 (s2) mixer, ran check for sample probe 1 (s1) and s2, secured connectors, primed probes, replaced, auto aligned, and primed s1 probe, ran check 1 for both s1 and s2 and smts, which passed. The customer ran calibration and qc and performed patient correlation, which recovered acceptably. Siemens further reviewed the data and determined that calibration was acceptable at the time of the event. Instrument malfunction(s), addressed with the service actions above, potentially contributed to the erroneous results. The instrument is performing according to specifications. No further evaluation is required.

Event description:
The customer reported that erroneous carbon dioxide (co2) results were obtained on seventeen patient samples on the dimension vista 1500 instrument. The erroneous results were reported to the physician(s) and were questioned. Sixteen samples were repeated on an alternate dimension vista instrument and five samples were repeated on the same instrument. The repeat results were considered correct and the repeat results for several samples, including the samples identified as (B)(6), were reported. The sample identified as (B)(6) was not available for repeat testing. There are no known reports of adverse health consequences due to erroneous co2 results.